Event description:
It was reported that during implant, this lead exhibited high capture threshold and the helix was unable to be extended after reposition. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant, this lead exhibited high capture threshold and the helix was unable to be extended after reposition. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix and deformed coils near the tip of the lead. A stylet insertion test failed near the tip of the lead, indicating a deformed inner coil. This type of damage is consistent with inner coil over torque and helix extension/retraction difficulty. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during implant, this lead exhibited high capture threshold and the helix was unable to be extended after reposition. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.